Event description:
The user facility reported a 68-year-old patient needing mechanical circulatory support. It was reported there was difficulty placing the device due to the patient¿s anatomy. It was reported that, due to the patient¿s condition, the decision was made to place an impella 5.5 for escalation support. The medical professional worked to gain access to the right subclavian and place a graft. The impella 5.5 was prepped and placed through the sheath. However, impella 5.5 was unable to pass through the patient¿s vasculature. Additional techniques were utilized in an effort to place the impella 5.5 were unsuccessful. A second decision was made to place a new impella cp through the subclavian vessel. The original impella cp was turned off and removed from the right femoral artery via groin site access. The new impella cp was turned on and good wave forms were observed. It was reported that the procedural outcome was the patient required an additional impella device implanted, and the patient survived the surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: cautions. ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ this report is being filed as part of a retrospective review of historical records.